Event description:
Information was received from a manufacturer representative regarding an event. It was reported that the instrument could be affixed. There was no patient involvement reported.

Manufacturer narrative:
H3: product analysis: it was confirmed that the handle screw threads and bearing were broken, and cable deformation was found. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.